Event description:
The peritoneal dialysis (pd) patient reported operation questions during his fill 1 phase of pd treatment on the liberty cycler. The pt stated he was experiencing pain. The pt was informed by his pd nurse to complete treatment with a stat drain. During a follow-up call, the pd nurse stated the pt was admitted to the hospital for peritonitis. There were no reported fluid leak events of other issues with the cycler. The nurse stated there was touch contamination as a result of the pt's technique. The pt was discharged and completing treatment on in-center hemodialysis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the reported event cannot be confirmed. However, the initial reported issue of operational questions was resolved during the technical support call. Based off of the investigation of the event, the reported issue was unrelated to the device, but no additional info was available. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.